Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4- the UDI is not known as the part and lot number were not provided.

Event description:
(B)(4). It was reported that suture placement in the mildly calcified, right common femoral artery was done with one perclose proglide device using the pre-close technique via a 7f dilator hole prior to the transcatheter aortic valve implantation (tavi) procedure. The physician reported that it is the hospital's standard practice is to use one proglide for tavi access pre-closure. A 14f access sheath was used and the tavi procedure was completed. The suture knot of the single proglide device was successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved so a small amount of access site bleeding occurred. Steps were taken to manage the bleed such as manual pressure and tamponade at the tavi access site were performed. Ultimately, a second and then third perclose proglide device were deployed to achieve hemostasis. The physician reported that standard endovascular techniques were used to obtain hemostasis, blood loss was small, and blood transfusion was not necessary. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.